Event description:
It was reported that the display on the insulin pump was frozen and the buttons were unresponsive. It was also reported that the insulin pump alarmed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the mother board.